Event description:
A customer reported an issue with the incorrect time display on their device, which was greater than a five-minute discrepancy. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor and follow up if the time discrepancy reoccurs. The customer understood and acknowledged the advice.